Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infusion during therapy. A levophed 16mg in 500ml infusion has been running at 15 ml/h. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional corrected information b5, d10: the device was set up with a baxter infusion set, programmed to deliver 120ml over 14 hours and after 8 hours the pump only delivered 10ml. "After changing the pump, 30 mins and the flow of the second amine (vasopressine 40u in 100ml) was stopped within 30 mins and the flow of levo was decreased to 50 %." H10: the device was received for evaluation. The device was found out of specification in relation to the customer reported under infusion, which was reproduced. A review of a video from the customer of the device can confirm the solution was weighed with a balance, showing a result of 49kg. The exact head height of the infusion can not be determined based on the video. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.